Event description:
It is reported by the customer, two days after a colonoscopy procedure using an evis exera iii colonovideoscope, the patient was diagnosed (using stool studies) with salmonella. The patient required hospitalization and IV antibiotics to treat the salmonella infection. The patient's current condition is described as "discharged". No additional consequences to the patient have been reported. There is no report of device malfunction. The customer further states that another potential source of the salmonella infection is a restaurant.